Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Later additional information was received that the distributor observed the device would not power on with a functional battery. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. The customer was provided with a replacement device. Stryker product analysis center (pac) further evaluated the customer's device and verified the reported issue. A review of electronic record indicated that the device went to not ready state. The reported issue was isolated to user interruption of the software update. To perform the software update, page 55 of the lifepak cr2 operating instructions instruct the user to keep the lid open and not close the lid until step 7, after the device says, ¿powering off¿, indicating the update has completed. Because the user is not properly following and performing the instructions (prematurely opening the lid), the root cause can be attributed to use error. The device was unable to be restored to normal operation. The root cause of the reported issue was determined to be due to user error. The device was archived by (B)(6).

Event description:
A customer contacted stryker to report a non-critical issue with their device. Later additional information was received that the distributor observed the device would not power on with a functional battery. There was no patient use associated with the reported event.